Event description:
It was reported that pump displayed white screen that affected ability to interact with pump and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to program pump settings and connect continuous glucose monitor to replacement pump that was arranged under warranty, which customer understood and acknowledged.